Event description:
It was reported that the customer experienced a high blood glucose reading of 32 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.